Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The electronic lot history record (elhr) was reviewed for the reported lot and revealed no associated nonconforming material records. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified distal right coronary artery. Pre-dilatation was performed with an unknown balloon catheter. A 3.0 x 18 mm xience v stent was implanted when a dissection occurred, which was successfully treated with another stent. There was no clinically significant delay in the procedure. No additional information was provided.